Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and the instrument exhibited scratch marks/abrasions on the brown section of the tube extension. Tube extension scratch marks measured roughly 0.0880" x 0.0715". Main tube extension appeared to have detached fragments as well. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks.

Event description:
It was reported that during central processing, the monopolar curved scissors gouges marked on brown section towards tip of instrument. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no cable damage was reported (neither the black conductor nor the silver grip/pitch cable), no post-operative imaging was performed. The procedure was completed with the same instrument. No photos or video are available for review.